Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs to be replaced to address the issue. Additionally, the device's rear enclosure, handle and dc connector were found to be physically damaged. No components were replaced. The device was scrapped.